Event description:
A diabetes manager certified called to report the customer passed away. It was stated that the customer was wearing the pump at the time of death. Two days later a home health care worker was contacted. The contact stated that the offical cause of the death is hypoglycemic shock.